Manufacturer narrative:
Initial.

Event description:
It was reported that the customer support team received notice of a high frequency of hypoglycemic events and was unable to obtain additional details from the user despite multiple outreach attempts. Symptoms included hypoglycemia. Outcomes included no reported alerts or alarms from the device. Investigation included communication attempts and analysis of information available from the user or third parties. Investigation of this case revealed that no findings were available and insufficient information prevented identification of a device problem or a specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.